Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the telescope was missing the light guide bundle connector during preparation for use. The patient was not under anesthesia. The intended diagnostic biliary surgery examination was completed without delay, using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation light guide bundle connector being missing was not confirmed. In addition, the tube was tilted. The light guide bundles were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.